Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2021 and the suture was used to suture uterus. It was reported that the needle detached from the strand while working even if it is not a detached code. Another like suture used to complete the procedure. The procedure was completed successfully with no delay. There were no patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device rgmjqp/ j346w05 batch number, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 01/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: visual analysis of the returned sample determined that one labeled winding former with a needle product code j346 were received for evaluation. The product code is single-armed and on the needle, the swage and attachment area were noted to be as expected, marks by the surgical instrument were noted on body needle and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.